Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. A manufacturing deficiency was not identified. A definitive root cause cannot be determined at this time. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during the use of this venous cannula, the surgeons had trouble inserting the cannula into the patient. When they decided to remove it they realized that the cannula had fractured at its tip. The cannula was in perfect conditions when it was taken out its packaging. The physician took another cannula of the same model and after pressing the tip the tip fractured.